Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received recurring motor error alarms. The mother also reported the settings were missing from the insulin pump after the customer disconnected from the insulin pump to shower. Customer's blood glucose was unknown. The mother reported the insulin pump was exposed to moisture. Customer was able to rewind the insulin pump. The customer also reported a motor position encoder error alarm occurring on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.